Manufacturer narrative:
Per product support the representative replaced the failed battery, and the device is back into use.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator battery does not hold a charge. The customer reported the unit was not in use on patient.